Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us needles were unable to deliver medication during use. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 320550 batch no. Unknown it was reported that nothing comes out of pen needle during priming and injection. Issue: consumer just stated he was trying to do the priming and nothing came out while he was waiting for my return call. Advised consumer to save the sample if re occurs. Consumer uses new needle for his injection, he does not visually test the needle to see if it is straight, explained about visually testing the needle, he does not prime, explained about priming, also advised if he sees the doctor next time to go over the instruction. He firmly attaches the needle on to the pen. He rotates the injection site. Consumer stated it's dark in the room to read the numbers from the box, offered to call back , consumer requested to get a call back in 5 minutes. Consumer call got transferred regarding an issue, insulin not getting dispensed during the injection. Could not hear the consumer, offered to call back.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us needles were unable to deliver medication during use. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 320550 batch no. Unknown. It was reported that nothing comes out of pen needle during priming and injection. Issue: consumer just stated he was trying to do the priming and nothing came out while he was waiting for my return call. Advised consumer to save the sample if re occurs. Consumer uses new needle for his injection, he does not visually test the needle to see if it is straight, explained about visually testing the needle, he does not prime, explained about priming, also advised if he sees the doctor next time to go over the instruction. He firmly attaches the needle on to the pen. He rotates the injection site. Consumer stated it's dark in the room to read the numbers from the box, offered to call back , consumer requested to get a call back in 5 minutes. Consumer call got transferred regarding an issue, insulin not getting dispensed during the injection. Could not hear the consumer, offered to call back.